Event description:
The product was used during an unspecified procedure. Reportedly, the surgeon performed a re-operation to remove the malfunctioned device. The hosp has reported the pts condition is satisfactory.